Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Hemothorax is listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator.

Event description:
Literature: furnkranz ad, bordignon s, dugo d, et al. Improved 1-year clinical success rate of pulmonary vein isolation with the second-generation cryoballoon in patients with paroxysmal atrial fibrillation. Journal of cardiovascular electrophysiology. 2014;25(8):840-844. The source literature reported that one patient experienced a left-sided hemothorax following left subclavian vein access (treated by percutaneous drainage). Patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.